Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint for leakage from the stopcock was confirmed. Returned by the customer was one 4-way stopcock. A visual inspection was performed with no evidence of damage to the valve body or lever. An additional microscopic inspection of the stopcock revealed several small cracks and one larger crack in one of the female connectors. Functional testing was performed by injecting water through the female connector by use of a lab syringe and hand pressure. Leakage from the crack was observed in the female connector. A device history records review was performed on the stopcock with no relevant findings. Based on the condition of the returned stopcock and evidence of leakage observed when tested; the probable cause is supplier related since the component is a purchased part.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during usage of the cvc in the ICU, a hairline crack was noted in the 3-way-stopcock. Vital blood pressure medications were being administered when leakage of the blood pressure medicine was found. Because of the leak, the patient became hemodynamically unstable. As a result, a new 3-way-stopcock was used without issue. The current conditions are stable. There was no reported delay, death, or complications to the patient as a result of this occurrence.